Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from the of peritonitis in a subject coincident with dianeal pd4 and extraneal viaflex therapies for automated peritoneal dialysis (apd). On (B)(6) 2009, the subject was switched to continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009. The subject experienced and was hospitalized for bacterial peritonitis manifested by abdominal pain. The primary contributing factor for the event was unknown. On (B)(6) 2009, the subject was treated with vancomycin (ip, dose and frequency not reported) and gentamicin (ip, dose and frequency not reported). On (B)(6) 2009, vancomycin and gentamicin were stopped. On (B)(6) 2009, the subject was discharged. The patient recovered form this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.